Event description:
A 9.6 french bard port a cath catheter broke at 6.5 cm and was left in the right atrium or superior vena cava. Patient was taken to operating room for device removal. No known injury was sustained. Dates of use: (B)(6) 2013. Reason for use: for infusion of treatment of cervical cancer.